Event description:
On 9/23/2023, the sales representative provided the following information via email: this occurred during an augmented reverse total shoulder procedure on (B)(6) 2023. The case was delayed for less than 15 minutes.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.

Event description:
On 7/13/2023, it was reported by a sales representative via sems that qty. 2 of an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer drive shaft had an issue. There is a rod that fits inside this device. They were getting friction and binding together. The issue was discovered during the surgery. Another device was swapped, and the case was completed with no adverse effects to the patient. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.